Manufacturer narrative:
Insufficient drilling of a pilot hole may have lead to increased forces being placed on the implant during placement, which then led to the fracture. Visual examination of the returned implant fragments did not show a material defect. In a follow-up call the dentist stated that the patient is doing fine without any ongoing symptoms. The replacement of the implant is planned but not done yet.

Event description:
On (B)(6) 2014, it was reported to 3m espe that a mdi implant was broken during the implantation and the apical fragment was removed on the same day in an additional surgery. This was done on (B)(6) 2014. The implant was removed by using a t-forceps after the upper end of the implant was exposed by use of a bone cutter. The additional surgery was conducted without any complications.